Event description:
On 11/4/93, an incident occurred with facility's device that they felt needed to be addressed by co. When setting up for measurements during acceptance testing, the pendant was dropped and hit the floor jamming all controls to one side. When this occurred, the gantry began to move laterally, up and toward gantry. All motions were at the fastest speed allowed by the pendant control. After motion had started, the pendant had no control to avoid a collision with the gantry. Couch motion stopped and the gantry continued rotation until about 125 degrees (iec) when the veo base had lowered. In many treatment setups, the pt is positioned very close to the gantry. Depending on gantry angle, couch position and therapist location, if the pendant was dropped there could not be time to hit an emergency off button or manually move the couch before a possible collision of pt and gantry has occurred. Facility feels strongly that this safety problem should be evaluated by co and any possible solutions or modifications be addressed. Facility looks forward to hearing from co about possible improvements on the design to prevent any possible injuries from the curent design.